Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported while using the sump tubes to decompress the stomach, for gi bleeds, and bowel obstructions, they have experienced issues with not being able to suction and the device seems to have a narrow opening. There was no patient harm.

Manufacturer narrative:
A device history record of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A photograph was submitted for evaluation however based solely on the digital image it was not possible to confirm the reported condition. The potential root cause for the condition is not able to be determined without a physical sample to evaluate and it appears that this type of complaint is an isolated issue. Therefore, corrective actions will be limited to a product notification that was issued to personnel in order to heighten awareness of the condition reported by the customer.